Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a lung biopsy procedure, the tip of the biopsy needle detached within the patient's lung causing a pneumothorax. The physician stated that the event was considered life-threatening. The patient was taken to surgery for a successful foreign body retrieval procedure requiring an extension of hospitalization for the patient. No additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.